Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. Index ablation procedure involving an intellanav mifi open-irrigated catheter was performed on (B)(6) 2021. Approximately 7 hours post procedure, it was reported that the patient experienced numbness in the left arm. No electrocardiogram (ECG) changes were observed. Computerized tomography showed no hemorrhage or acute infarct. The patient was discharged the following morning on (B)(6). The patient was presented to the emergency room the following evening on (B)(6) with complaints of weakness in left arm. No changes on ECG and the patient had a zero on the nih stroke scale. Magnetic resonance imaging was negative for acute infarction. Event has been resolved as of (B)(6) 2021.